Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address suspected infection. Update received 7/17/14. Clinical report received indicating that patient suffered from infection. There is no further information that would affect the MDR decision. Complaint was updated on (B)(6) 2014. (B)(4) is a reopen of (B)(4) due to receipt of the following information: update pfs and medical records received. There were no new allegations added. After review of medical records for MDR reportability it was reported that the patient was revised to address infection. Revision note stated, upon incising through the fascia lata purulent material was encountered over the trochanter. When the hip joint was opened up there was significant intraarticular purulent material encountered. There was chronically infected synovial tissue and capsule. The trunnion and ball of the femur showed corrosive wear. Radio-logical workup including ultrasound and aspiration revealed purulent material in the hip joint. Radio-logical workup including ultrasound and aspiration revealed purulent material in the hip joint. Clinic visit noted, the patient began to have tightness and swelling in her left thigh and she noticed some redness doi: (B)(6) 2011 : dor: (B)(6) 2014; (left hip).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical records, clinic visit mentioned the patient has a slight antalgic/leg length discrepancy limp on the left.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.